Event description:
A male pt contacted lifecor customer support that one of the pins is broken inside the monitor. Support found a pt svs rep (psr) to visit the pt, and exchange the monitor and both battery packs.

Manufacturer narrative:
Device MFR date: monitor - 03/2008. Battery pack - 03/2008. Battery pack - 03/2008. H3: device eval summary: device evaluations of monitor, and 2 battery packs have been completed. The reported problem was confirmed. The monitor was found to have a defective battery connector. The connector pins were bent. The connector was repaired. The monitor was retested and then restocked. The root cause of the bent pins is unk, but is likely due to a battery pack being forced into a monitor with the connectors misaligned. Both battery packs were fully functional and hand no damage to their connectors. They were retested and restocked. The damaged connector on the monitor was replaced. No adverse events resulted from the damaged monitor. The pt rec'd a replacement monitor and battery packs.